Event description:
It was reported that there was loss of capture (loc) and rising capture threshold on the right ventricular (rv) lead of this pacemaker system. It was noted that the loc was found at a threshold of 3.2v at 1ms and that the threshold had been rising since implant. A chest x-ray was performed. No adverse patient effects were reported. Currently, this pacemaker system remains in service.